Event description:
This patient was brought to the or for rigid bronchoscopy and tracheal dilatation. During the procedure, the tip of the dilator (#22 pilling) and the body of the dilator became separated. The tip lodged in the right main stem bronchus. The patient's sao2 and heart rate immediately dropped; CPR was initiated, et tube was inserted. After the patient was successfully resuscitated, the et tube was removed and dilatation continued. After the procedure, the patient was returned to the ICU where he remained unresponsive to oral or pain stimuli. Device evaluated by MFR: not returned to MFR. The set of dilators was immediately pulled from service.